Manufacturer narrative:
The device was received for evaluation. During functional testing, under infusion was reproduced when tested for flow accuracy. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate. The pressure plate requires adjustment to address this issue. During functional testing, downstream occlusion alarm was not reproduced. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion and under infused during vancomycin therapy, volume to be infused-250ml, flow rate- 125ml/hr, dose-750mg/250ml as a primary infusion and the set used to vent the container was a non-dhep and was in-line backcheck valve. There was 100ml left in the bag and the patient received remainder of drug after the issue was discovered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.